Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving effective stimulation. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the lead is in the same position as implanted. The physician does not want to proceed with further surgical intervention due to the scarring that exists. The physician believes that patient has developed tolerance to the stimulation. .in addition the patient is experiencing pocket site tenderness and pain. Surgical intervention is pending to explant the entire scs system.